Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is giving an alarm to replace the battery, battery is depeleted. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that battery failed at its early life. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the battery. It was determined that this was a malfunction of the battery for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. The remote service engineer confirmed that the battery will need replacement. The customer was shipped replacement battery to rectify malfunction. The device remains at the customer site and no further action is required at this time. H3 other text : remote support provided.